Manufacturer narrative:
Device is not available for evaluation; however,surgeon did not report any device failure, malfunction, or other performance issues. He confirmed that the devices were removed due to infection with no malfunction.

Event description:
It was reported the right device was removed due to patient experiencing an infection.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported the right device was removed due to patient experiencing an infection.